Manufacturer narrative:
On the event date mar. 02, 2022. Customer returned pump for an alleged down arrow does not work. Device passed stop current, run current, self test, off no power, a21 error test, rewind, basic occlusion, occlusion, prime/a33, excessive no delivery test and displacement test. Device functioning properly. All button functioning properly noted. Device history download using thds was successful. Device was cut/open and inspected no moisture damage or component damage found inside the insulin pump. Test reservoir lock properly inside the reservoir tube. The following were noted during visual inspection: cracked reservoir tube lip. Not confirmed rewind anomaly. All button functioning properly. Device passed required testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that he had experienced high blood glucose level. Customer¿s blood glucose level was 600 mg/dl at the time of incident. The pump had lost power while sleeping which led to under delivery of insulin. The customer could not rewind the pump. The customer has not shown any symptoms of hyperglycemia. It was unknown that the auto mode feature was active at time of high blood glucose event. Customer declined troubleshooting for high blood glucose level. Advised to call back for assistance if hyperglycemia persisted. The customer will continue to use the device.